Event description:
Consumer stated that she bought a 6 pack of toothbrush heads and the bristles fell off and she started gagging on them, happened to all of the ones she just recently bought from (B)(6). She has two e series and she bought the toothbrush heads and once she started to use them they came out and she started gagging.